Event description:
Essure implant: since the first month after having my implants placed I began experiencing significantly heavier than normal menstrual flow. This has continued since that time. My periods are up to 4 days longer than prior to insertion and much heavier. By the 2nd month after placement, I began experiencing other menstrual hormone issues - I started having break-outs prior to my period; which I have never had before (I'm (B)(6)). Most significantly, while I have rarely ever experienced pms, and if I did was very mild - I now experience significant pms, which my doctor has noted as pmdd because I experience sudden mood swings, anger, crying, anxiety and depression for about 4 days each month shortly after ovulation.